Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the fluid leak from the side arm and product damage of the purge system was not determined due to insufficient clinical details and no product return. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifer was updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the registered nurse attempted cassette change and then called with broken side arm; broken between filter and purge reservoir. Performed purge bypass. There was no harm to the patient and the complaint procedure outcome was successful with this device.

Manufacturer narrative:
Corrected data: d4 serial number updated/corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak from the side arm was not determined due to insufficient clinical details and no product return. The cause of the product damage of the purge system was not determined due to insufficient clinical details and no product return.